Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. The reported device damage was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for device damage and difficulty removing the protective sheaths reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat an 80-90% stenosis in the first obtuse marginal (om1). Pre-dilatation was performed with a 2.25 x 15 mm non-abbott balloon. An attempt was made to use a 2.5 x 18 mm implant, but the yellow protective sheath could not be removed. Force was then applied which resulted in damage to the distal part of the device. The device was not used. There was no patient involvement. A 2.5 x 18 mm non-abbott stent was used to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided. Return device analysis noted the balloon was separated at the proximal seal.